Manufacturer narrative:
The reported events of damaged insulation, no capture, under-sensing, over-sensing, low pacing impedance, and high pacing impedance were confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion caused by friction to the device can breaching the ring electrode cable lumen. The inner coil lumen and polytetrafluoroethylene (ptfe) liner were abraded in this region causing all inner coil filars to be abraded though/fractured. Sem analysis confirmed all filars were abraded though/fractured. The cause of the reported events was isolated to the exposure of the inner coil in the abrasion zone and the fractured inner coil filars.

Manufacturer narrative:
The reported events of damaged insulation, no capture, under-sensing, over-sensing, low pacing impedance, and high pacing impedance were confirmed. As received, only the connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead revealed an external insulation abrasion caused by friction to the device can breaching the ring electrode cable lumen. The inner coil lumen and polytetrafluoroethylene (ptfe) liner were abraded in this region causing all inner coil filars to be abraded though/fractured. Sem analysis confirmed all filars were abraded though/fractured. The cause of the reported events was isolated to the exposure of the inner coil in the abrasion zone and the fractured inner coil filars.

Event description:
During follow-up, a loss of capture, variable low voltage impedance, noise resulting in oversensing and low sensing resulting in undersensing were noted on the right ventricular (rv) lead. X-ray imaging was performed and revealed a kink behind the connector. The event was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.